Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter during patient treatment. The catheter was inserted into the patient, and during the first segment ablation, ablation suddenly stopped. When the catheter was removed and checked, it was found that the coil part had a defect and came off. It is reported the black part of the catheter became hot also and was removed from the generator. The procedure was stopped at this point. No advisory message was observed. The rfg was used successfully since this. No patient injury reported.

Manufacturer narrative:
Product analysis: the clf device was returned to medtronic investigation lab for evaluation. No ancillary device or images were returned for review. T here was a kink in the heating element. Fep was damaged between 5.2 cm to 7.3cm proximal to the catheter distal tip. Fep damage was also noted on the black catheter near the heating element/coil. Microscopic examination of the fep revealed bubbles, consistent with melting. Inspection of the fep damage revealed that catheter was not exposed. The catheter pins were all straight and attached. The device was subject to several additional tests such as movement in the power cable, pc board and strain relief with no advisory message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.